Event description:
It was reported that during a redo a-fib procedure, a pericardial effusion occurred. After 30th ablation, patient's blood pressure dropped, it was noticed that heart border had no movement and a large effusion was seen by intracardiac echo (ice). Pericardiocentesis was performed and more than 1 liter of fluid was removed from the pericardial space. The patient was transferred to unit for further observation with pericardial drain in place. At the time of the event, a caval-tricuspid isthmus line was being performed after left atrial ablation. A thermocool sf catheter was in use with a safl sheath. Power was set to 45 watts with 15 cc/min saline infusion. The patient condition was reported good and fully recovered.

Manufacturer narrative:
(B)(4). It was reported that during a redo a-fib procedure a pericardial effusion occurred. The returned device was evaluated for electrical leakage and resistance performance, temperature and generator behavior. The analysis results showed the catheter passed these tests. Deflection test was performed and it failed; the puller wire broke off while electrical testing was being performed. Also, patency flow test was performed and the catheter did not flush from the irrigation holes. Further investigation revealed that the irrigation tubing was occluded due to dried crystal residues formed by the saline solution used to flush the catheter. Since these crystals were originated from dried saline solution, it is most likely that were formed after the procedure. These failure modes are not related to the event. In addition, the instruction for use (IFU) recommends that a careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. It also states that the catheter must be flushed per standard technique to ensure purging of trapped air bubbles and to verify the irrigation holes are clear prior catheter insertion. The device history record (DHR) was reviewed and no anomalies were found. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Investigation is still in process. A supplemental 3500a will be submitted to the FDA as required once that product analysis report is completed. Concomitant products: carto 3 rmt system - us catalog #: fg560000 serial #: (B)(4); stockert 70 system - us catalog #: serial #: (B)(4); lasso w/ auto ID us catalog #: d7l1015ct lot #: 15522988l; cool flow pump - us catalog #:cfp002 serial #: (B)(4); soundstar - us catalog #: sndstr10 lot #: 10847678 (B)(4).

Manufacturer narrative:
Upon reviewing article ¿santucci pa, thomas k, vasaiwala s, cytron j, green a, winterfield j, wilber d: initial experience of major complications with a 56 hole irrigated ablation catheter. Heart rhythm 2013;10:s32¿, bwi found additional information that stated that this event required surgery. (B)(4).

Manufacturer narrative:
Biosense webster inc. Received a letter from the food and drug administration (report # mw5061470) dated april 27, 2016. During our investigation of this report and review of the complaint we found the following: (B)(6). A correction was needed in the 3500a supplemental ¿follow-up #2". Originally it stated: upon reviewing article ¿santucci pa, thomas k, vasaiwala s, cytron j, green a, winterfield j, wilber d: initial experience of major complications with a 56 hole irrigated ablation catheter. Heart rhythm 2013;10:s32¿, bwi found additional information that stated that this event required surgery. However, after further investigation, it was found that this intervention was not referring to this event. This patient required only a pericardiocentesis with drain. After searching our complaints database, we found that this event and intervention had already been reported under 9673241-2012-00064 ((B)(4)). During the investigation, we were informed by the patient that he had a follow-up procedure on (B)(6) 2012 to complete the atrial flutter portion of the procedure that was interrupted by the adverse event during the initial procedure on (B)(6) 2012. -per the mw5061470 report and after speaking with the patient, additional information was provided that the patient arrested twice during the initial procedure. (B)(4).